Event description:
On (B)(6) 2013, it was reported that the display on the patient's infusion device had gone black on one side in a way that could lead to misinterpretation of the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The display is broken due to a mechanical impact under which the pump should not be exposed. The broken display cannot lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to mishandling of the product by the customer.